Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal part of the glass cap is detached and not returned; the fiber/glass cap is fractured distal to glue zone proximal to the bevel edge; the fiber is blackened within the glass cap at the location of the fracture; the shrink tubing open end is melted/torn. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted "the fiber lost effectiveness and it's not vaporizing" @ 61,685 joules and 12:27 minutes of use". The procedure was completed with a second fiber. Patient outcome: "no patient injury reported."